Manufacturer narrative:
It is unk if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported info.

Event description:
A camino catheter was opened and there was no temperature measurement. The user tried to use it on another cam monitor and there was no temperature. The catheter has not been in contact with the pt. There was no pt injury and no delay in surgery. Another catheter was used. Additional info has been requested.